Event description:
Initial surgery occurred approximately 4.5 months ago involving a two level acdf at c5-c7. On (B)(6) 2013, patient apparently had a sternutation (sneezing fit) and felt a sharp neck pain. Upon review, a radiograph depicted that the superior bone screw fractured in the c5 vertebral body. Patient was otherwise compliant with post operative care. Patient is doing well and currently the surgeon has no plans for revision surgery.

Manufacturer narrative:
(B)(4). Radiographs confirmed that the superior bone screw in the plate was fractured. Patient is doing well and currently the surgeon has no plans for revision surgery. The fractured screw will not be returned as it remains in the patient. No further investigation of the reported event can be completed at this time. Information (4.5 months post initial surgery) suggests that union may not have fully occurred at the time of the fracture. Patient activity (sternutation) at the time of the event may have caused or contributed to the event. The root cause of the failure remains unknown.